Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vison valve was chosen for implant using a large flenav delivery system. The annular dimensions of the native valve were 432.1mm2, perimeter 74.9mm. During procedure, a pre-implantation balloon aortic valvuloplasty (bav) was performed with a 23mm non-abbott balloon. After the bav, the patient showed dampened blood pressures but stable. The physician loaded the large flenav delivery system through the large sheath and began to deploy the valve. At 80% deployed, the patient continued to decompensate with lower pressure and heart rate (hr) and it appeared that the valve was not uniformly expanded. The physician mentioned the cause valve expanded non-uniformly was excessive calcium. The abbott representative instructed to re-capture and redeploy. After that, at 80% deployed they attempted to assess depth of the valve, the patient coded with no pulse and no pressure, cardiopulmonary resuscitation (CPR) was initiated. An echocardiogram (echo) assessed and confirmed no effusion and visible abnormality, but it was determined that the patient had wide open aortic insufficiency (ai). The valve was deployed appropriately. The final implant depth was 4mm on the non-coronary cusp (ncc) and 4mm on the left coronary cusp (lcc). The patient did not regain pulse or pressure, so extracorporeal membrane oxygenation (ECMO) was initiated. The ECMO was successful and valve depth was re-evaluated and a post bav was initiated to mitigate moderate perivalvular (pvl), with a result of trace pvl and gradient of 3. The ECMO was removed and patient was stable in non-sinus rhythm (nsr) without pacer assistance. The echo reconfirmed these findings and no visible effusion or trauma was noted. There was no delay in the procedure. The patient required prolonged hospital stay.

Event description:
N/a.

Manufacturer narrative:
An event of low blood pressure, non-uniform expansion, aortic insufficiency and moderate perivalvular leak (pvl) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported valve under-expansion is consistent with excessive calcium. It is possible that the valve under expansion may have contributed to perivalvular leak. However, this cannot be confirmed. The cause of patient effects could not be conclusively determined. The reported unexpected medical intervention is a result of case specific circumstance. A post-implant valvuloplasty was initiated to mitigate moderate pvl. A cardiopulmonary resuscitation was initiated as the patient coded with no pulse and no pressure. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.